Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was frozen and unresponsive. During troubleshooting with tandem technical support, customer was instructed to trigger an alarm. Customer was able to clear the screen and continued using the pump for insulin therapy. Customer's blood glucose ranged from 162-163 mg/dl.